Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient's ins actually had high impedance on contacts 8, 1, 2 and 3. The high impedance and odd feeling came after the fall. The patient's ins was explanted and replaced on (B)(6) 2019 as the battery had become weak. It was stated that the fall was not the cause for the ins replacement. The patient is satisfied with therapy and has relief to their symptoms. The patient's next follow up is in may.

Event description:
Additional information was received. Prior to the replacement contact 8 showed high impedance. After replacement contacts 0, 9 and 1 showed high impedance; however, it was also reported there was no reason found for the high impedance, and impedance with previous ins was okay, so the timeline of the high impedances is not clear. Follow-up will be performed to dnext follow-up was planned for (B)(6) 2019.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3007566237-2019-00639 was already reported in this report ( #3007566237-2019-00577). Any additional information regarding that event will be submitted as a supplemental submission to this report. Concomitant medical products: product ID: 3708640, serial#: (B)(4), product type: extension. Product ID: 3708640, serial#: (B)(4), product type: extension. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that palpating the system did not provoke any symptoms. The patient's system is good and the system data did not reveal any anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a fall two weeks prior to the report, and again a couple days prior to the report. Since the fall the patient has an odd feeling when they turn on their computer or their mobile phone. The battery charge is 2.97 v, and the impedance is okay. No further complications were reported or anticipated.